Event description:
The daughter of a (B)(6) male pt called zoll customer support to report that the pt's monitor would not power up. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (will not power up) has been confirmed. Upon evaluation the monitor would not power on. Upon investigation, there was a segmentation fault while performing the flash memory test. The cause of the problem was isolated to computer analog (ca) board sn (B)(4) the ca board has been returned to vendor for replacement of the ca board flash memory components u102 and u105. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.